Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps broke the cable during the procedure, making it impossible to continue the procedure with it. The procedure was completed with no reported injury.